Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a conical neck that was 28 to 32 mm in diameter of a 2 cm length segment. On final angiogram, the physician noticed that 3-4 of the supra-renal stents were sticking inwards into the lumen of the aorta; the supra-renal stents were entangled. Upon review of the films, it appeared that the supra-renal stents did not open properly after the tapered tip and sleeve were advanced. The initial placement of the bifurcated stent graft was approximately 2 mm below the lower left renal artery, covering an accessory renal. The physician did not adjust for parallax. After advancing the tapered tip and sleeve, two stents on the anterior portion of the aorta were not fully opened; however, the physician did not notice. The physician captured the tapered tip and when pulling the tip down (may not have rotated), the tip got caught in one of the valleys of the two stents that didn¿t properly open on the anterior wall; this resulted in the tip pulling the stent graft down and off the wall and caused 3, if not 4, of the stents to entangle. After realizing the stents were entangled on final angiogram, the physician attempting to balloon the proximal end of the stent graft to release the stents from one another, however was unsuccessful. Additionally, a type ii endoleak and a potential type ia endoleak were observed. The accessory renal on the top seemed to be filling; however, the seal seems adequate as there is no leak into the aneurysm sac. When patient came back for a follow up CT scan there was no evidence of any endoleaks. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Film review analysis: review of single returned still angio image at implant confirmed that 2 of the suprarenal stents appeared entangled, and a third suprarenal stent was likely pulled down into the bifurcate aortic body at right angles to the aorta. The cause of the events could not be determined from this image.

Event description:
Film review analysis: angio still images at implant were reviewed: image #2: the main device was brought up the right side. There is little l-r neck angulation or tip bias; a-p angulation is unknown. Image #3 shows the ipsi limb deployed just past the gate; the tip has been released, the sleeve is 1cm above the suprarenal stents, and the spindle is at the level of the pins. Cannot confirm if the stents are fully opened, and possible entanglement cannot be confirmed or ruled out. Image #4 shows that the ipsi limb is fully deployed and the spindle/sleeve has been advanced above the pins. Cannot confirm if the stents are fully opened. Possible entanglement cannot be confirmed or ruled out. Image #5 shows the tip has been recaptured above the suprarenal stents, with no change to the configuration of the s-r stents. Image #6-11 shows the re-captured tip after being pulled down into the stent graft. After the tip goes past the s-r stents; the left/lateral stent is pulled down nearly horizontally and 2 of the s-r stents on the left lateral side (each adjacent to the pulled down stent) appear entangled. Image #20: the contra limb and ipsi extension are implanted. Post-ballooning (image #27); the stents remained entangled and malpositioned; however the pulled down stent is no longer horizontal; appears bent inward about 45deg. Final still angio image (#39) cannot determine if an endoleak is present. From the provided images it appears that removal difficulties led to the entanglement; however, the cause of the removal difficulties cannot be determined.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results and conclusions: (endoleak, suprarenal stent entanglement, deployment difficulties, removal difficulties, inaccurate delivery). (Unknown cause of event). (Anatomy related; type ii endoleak).

Manufacturer narrative:
Method: film.